Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - patient underwent repair of a right inguinal hernia with implant of bard perfix plug. On (B)(6) 2009 - patient underwent repair of a recurrent right inguinal hernia implanting the patient with a bard 3dmax mesh. The patient's attorney alleges pain, add'l surgery, infection, inflammation, injury, disability, recurrent hernia, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient¿s attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. The medical records indicate that the patient was treated for recurrence, inflammation, and infection all of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed, an unresolved infection, however, may require removal of the prosthesis.¿ this MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00073 for info related to the 3d max mesh implanted on (B)(6) 2009.